Manufacturer narrative:
A ge representative evaluated the system and cleaned and lubricated the high voltage connectors. System operates as intended. (B) (4).

Event description:
The customer reported, the system made a popping sound and locked up. No pt injury was reported.